Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 357 mg/dl. The customer was treated with manual injections. The customer was admitted to (B)(6) hospital on (B)(6) 2015. The cause of the hospitalization as per healthcare provider is dehydration and diabetes ketoacidosis. The customer was assisted reviewing her basal rates and advised to ask about a temporary basal rate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.